Event description:
Customer reported receiving inaccurate readings on their precision xtra blood glucose monitor. In blood glucose tests, customer received readings of 300 mg/dl, 20mg/dl and 20 mg/dl within 10 min and based on these readings, over-bolused with insulin. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or serious injury associated with this event.